Event description:
It was reported that during a diagnostic lap for endometriosis, the device gave an instrument error. The device was pulled out to be cleaned and it was noticed that the tip was broken off. It is unk where, but the tip was found. Pt consequence is unk. It is unk how the procedure was completed.